Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial # (B)(4) displayed a user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. The customer replaced the lifeband and battery but issue persisted. No patient involvement.

Manufacturer narrative:
The autopulse platform date of manufactured was updated. The reported complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to failed components, or mishandling such as a drop. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. A load cell characterization test revealed that load cells were over-reporting. The failed load cells needs to be replaced to remedy the fault. Zoll awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).